Event description:
I was diagnosed with bladder cancer in 2002, had treatments and after treatments bladder was removed. Did well until 2011 when diagnosed with a parastomal hernia. Had operation on (B)(6) 2011 did well until (B)(6) when I was hospitalized for infection. Had surgery and had a wound vac placed for about a month. Continued to have problems with drainage and followed with physician and in (B)(6) drainage worsened and in (B)(6) 2011 had surgery because mesh was so infected and it had cut two holes in the intestines. Had resection of intestine and mesh was replaced with pig skin. Continued to follow with physician and in (B)(6) things got worse again and was hospitalized again for infection and then had another fistula. While being treated in hospital went into septic shock and was in ICU for 4 days and was transferred to (B)(6) to the colon rectal team. Was treated with ivp and special diet and tubes were placed in either side of stomach for draining. Followed with physicals and radiology for tube changes and in (B)(6) was schedule for surgery which lasted 11 hours. To do the surgery to repair the fistula, they had to move his ileal conduit. He again developed another infection and has been followed ever since for a chronic mesh infection. He also developed another hernia which doctor felt would be too much of risk because there is a 100% chance that we will have another infection. We do continue to follow with the physicians and he still has three holes in his stomach which have to be addressed once or twice a day.